Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02/02/2021.

Event description:
It was reported to philips that during clinical use on a covid-19 patient, the system provided an error that the customer was unable to report fully. It was then realized that despite the ventilator being set to 60% fio2, only 45% was detected by the ventilator itself. At this point the ventilator was taken out of use and an alternative system was used. The device was in use at the time of the event. There was no report of patient desaturation or harm. The ventilator was swapped, treatment continued and the patient did not suffer any consequences from this issue. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse determined that the gds assembly and fio2 cell required replacement. The fse replaced the gds assembly and fio2 cell to resolve the issue. The device passed testing and returned to functionality.

Manufacturer narrative:
G4: 22apr2021. B4: 24apr2021. The oxygen fuel cell and gas delivery system (gds) assembly were received for failure analysis. Visual inspection of the oxygen fuel cell revealed no evidence of damage or contamination. The v680 oxygen fuel cell has a manufactured date code on 6 (2016) 07 (february) and production runs as sequence 425064. Verified manufactured date code and it has passed the useful life of this product. No further testing is required on the v680 oxygen fuel cell. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the gds assembly into a fi ventilator to duplicate the reported issue. The gas delivery system assembly was tested, and no failures were identified. V680 oxygen fuel cell is passed the useful life of this product. The customer complaint was not duplicated and could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.